Event description:
It was reported that this device battery indicated 1.5 years in august 2023. Most recently in january 2024 the battery showed less then 3 months remaining with a magnet rate of 90 beats per minute. The patient was going to have a device changeout. No adverse patient effects were reported.